Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose increased to 420 mg/dl. The customer was having issues with the insulin sets falling part when he removes the paper adhesive; the customer also works construction and sweats a lot. He had gone through three infusion sets yesterday. The customer treated via insulin pump bolus. No products were returned or replaced.